Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, on (B)(6) 2024 the patient experienced a diabetes-related issue that resulted in a visit to the emergency room (ER) and subsequent hospitalization. The patient was using a pump and related supplies for insulin therapy at the time of the issue. The patient arrived at the emergency room on (B)(6) 2024 and was admitted to the ICU. The highest blood glucose (bg) level related to the incident was 669 mg/dl. The suspected cause of the high bg was a bent cannula. The patient had high ketones, but the level was not discussed with a healthcare professional (hcp). There were no observed issues with the cartridge or insulin, but the cannula was bent. The patient used the supplies for 3 days before the incident. The patient attempted to resolve the bg issue by bolusing via the pump and changing the infusion set. The patient received IV treatment with saline and insulin, which resolved the issue. No permanent damage was identified by the hcp. The patient has not been released from the ER/hospital, and unable to obtain the release date. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.